Manufacturer narrative:
The customer site has declined further service and/or troubleshooting. No findings possible. No parts have been replaced or returned to the manufacturer for evaluation. Service not approved by customer

Event description:
A site representative reported that the navigation system monitor was flickering during an ear, nose, and throat procedure. The video cable on the back of the monitor was checked, and was found to be loose. However, even after properly seating the connection, the flickering resumed when the monitor was moved. The procedure was still able to be completed successfully with the navigation system after no delay. The patient was not impacted.